Manufacturer narrative:
(B)(4). Reportedly, mild calcification was identified at the access site. The instructions for use state under special patient populations that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted in a mildly calcified common femoral artery using perclose proglide devices. Reportedly, during deployment of the initial proglide device through a 7-french sized access site, the suture became caught up in the device and the needle plunger could not be completely removed. The suture was cut freeing the device for removal. The sutures from two additional proglide devices, were successfully deployed and set to the side. The access site was upsized to 16-french to accommodate the aaa delivery catheter. After conclusion of the aaa repair procedure, the knots from the two proglide devices were sequentially advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.